Manufacturer narrative:
Product analysis: interrogation issue was confirmed. The link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. The pr ogrammer's stylus was found to be out of specification. The stylus was replaced and the display overlay was calibrated to the replacement. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate devices. It was noted that multiple radio frequency (rf) programmer heads were used, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.